Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Blood clot in the knee [thrombosis]. Increased pain (knee) [arthralgia]. Case description: spontaneous report received on (B)(6) 2011 from a consumer via a company sales representative regarding a patient, identifiers not provided. The patient's medical history was not provided. On an unspecified date, the patient initiated synvisc-one 6ml. On an unspecified date, the patient had experienced an unknown adverse event. The action taken with synvisc-one was not provided. The patient's outcome was not provided. Concomitant medications were not provided. Additional information was received on (B)(6) 2011 from a consumer regarding a (B)(6) male patient, initials (B)(6). The patient's medical history is significant for arthritis. On (B)(6) 2011, the patient initiated synvisc 2 ml in the right knee. The patient reported increased pain and was hospitalized for a blood clot in the knee. At the time of this report, the hospitalization was unverified. The patient had indicated to the office that he was taking coumadin (warfarin), but this was not disclosed on any of the patient forms. The patient received only the one synvisc injection from the series of three. The reporter stated that the events were unrelated according to the hcp (health care provider) records. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.